Manufacturer narrative:
Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established.

Event description:
It was reported the subject device had tissue adhesive on insertion tube. It's unspecified when the issue occurred. There were no reports of patient harm.